Manufacturer narrative:
Device evaluation: visual analysis of the returned uphold vaginal support mesh assembly showed that the needle had detached from the solid blue dilator and was lodged in the capio suturing device's cage, confirming the reported complaint of needle detachment. Visual analysis of the returned capio suturing device showed that the gray handle was cracked. Mechanical testing of the returned capio suturing device showed that it operated smoothly and freely. The directions for use state that the procedure should be performed with care to avoid puncture of laceration of any vessels, nerves, bladder, urethra or bowel. The probable root cause for the perforation was determined to be user/use error. The probable cause for the needle detachment was found to be design. The probable cause for the cracked handle is that it was damaged during the return shipment to boston scientific.

Manufacturer narrative:
(B)(4) surgery aborted/stopped. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Note: this report concerns the first of four devices that were used during the same procedure. Manufacturer report #3005099803-2010-01696 concerns the second device, manufacturer report #3005099803-2010-01616 concerns the third device, and manufacturer report #3005099803-2010-01617 concerns the fourth device. It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure using an uphold vaginal support system, the physician threw the first mesh leg into the sacrospinous ligament and on the first two attempts, the physician was unsatisfied with placement of the leg within the tissue. On the third throw, the physician was satisfied with the placement and began to pull the leg through the tissue. However, when the capio device was pulled out from the patient, it was found that the lead suture had detached. Approximately one centimeter of the lead suture with the needle at the end detached was captured inside the capio cage. It was noticed that the capio cage seemed to break or shear the lead suture as the needle was passed into the cage. The uphold vaginal support system's mesh assembly was removed from the patient. Due to this issue, as well as those described in the related manufacturer reports, the procedure was not completed. The patient is reportedly "stable."

Event description:
Note: this report concerns the first of four devices that were used during the same procedure. Manufacturer report #3005099803-2010-01696 concerns the second device, manufacturer report #3005099803-2010-01616 concerns the third device, and manufacturer report #3005099803-2010-01617 concerns the fourth device. It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure using an uphold vaginal support system, the physician threw the first mesh leg into the sacrospinous ligament and on the first two attempts, the physician was unsatisfied with placement of the leg within the tissue. On the third throw, the physician was satisfied with the placement and began to pull the leg through the tissue. However, when the capio device was pulled out from the patient, it was found that the lead suture had detached. Approximately one centimeter of the lead suture with the needle at the end detached was captured inside the capio cage. It was noticed that the capio cage seemed to break or shear the lead suture as the needle was passed into the cage. The uphold vaginal support system's mesh assembly was removed from the patient. The physician implanted a pinnacle anterior/apical pfr mesh assembly using stand-alone sutures, and the patient was catheterized. However, at this time, blood was noticed within the catheter. The physician performed a cystoscopy and it was discovered that the bladder had been perforated. The pinnacle anterior/apical mesh assembly was removed from the patient. A separate urologist from the facility was able to treat the bladder perforation within the same procedure. The urologist used sutures to repair the bladder. Due to this issue, as well as those described in the related manufacturer reports, the procedure was not completed. The patient is reportedly "stable."